Event description:
It was reported that during initialization a hardware failure error 40000000000. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Additional info: d10, d11, g4, g7, g9, h2, h3, h6, h10. Results of investigation: the device was used during treatment and was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review was performed and found similar reports of the issue and will continue to be monitored. A relationship between the device and the reported event could not be established. A functional evaluation was performed and the handpiece passed all testing and functioned correctly with no issues. The reported problem was not confirmed. Therefore, there was no problem found. A factor that could have contributed to the reported issue is if there was another handpiece used with this system that had an internal cabling issue that caused the fuse on the siu to blow. No containment or corrective actions are recommended at this time.